Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 3 reported devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices had components that were missing. These devices are repairable and were returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the devices disassembled. There was no patient involvement with two events and patient involvement in one event; no patient impact.